Event description:
Synthes (B)(6) reported: customer ordered one (1) 02.226.124, long thread 3.0mm headless compression screw for replacement in a set. When the package was opened, though it indicated the part was 02.226.124, a long thread screw, the actual part was 02.226.024, a short thread screw. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device is used for treatment, not diagnosis in the bag is the part 02.226.024 instead of the part 02.226.124 as indicated on the label. This is clearly a manufacturing fault, the parts were interchanged during packaging.